Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# (B)(4), product type: unknown.

Event description:
The consumer reported that they needed a black cord (desktop charger (dtc?)) For the implantable neurostimulator recharger (insr) because they lost there¿s. It was also reported that the patient hadn't used their implantable neurostimulator (ins) since 2011. Two weeks after the ins was implanted on (B)(6) 2009 , the patient had trouble with it, he couldn't adjust the settings/programs right and the ins stopped working. It was noted that, for troubleshooting, the stimulation was increased to the highest level but it did nothing for the patient and made the patient worse, so the ins was turned off. The patient¿s mobility was so bad that the stim was left off. It was also noted that the patient hadn't charged the ins for about one year prior to the report and it died. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.